Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that patient started falling approximately 3 years ago. The patient developed urinary incontinence in the last year with having episode of wetting the bed in the last 6 months. CT scan performed negative for acute changes. It was noted that patient developed uti with acute decline in mental status which prompted transfer to hospital. The health care provider was concerned for the patient¿s recurrent falls and confusion and having disrupted mental status after his falls but not evaluation on (B)(6) 2016. It was also noted that patient had foley catheter in for retention as past history. It was noted that the residual uti may also have contributed to his initial presentation. The patient was being treated for continued uti with ongoing workup , frequently disoriented and confused up until as recent as (B)(6) 2016. The mental status now was much improved. The patient had a psychiatry consulted due to patient previously being on pristiq 50 mg daily. The patient was negative for hallucination or paranoia.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the device was not functioning and the caller did not have any other information about what wasn't working. On (B)(6) 2015 the caller stated they had not heard a response from a manufacturer representative (rep) about coming to check the system for the patient. They wanted to do a head MRI for the patient as they had altered mental status and currently they did not have access to a patient programmer (pp) to shut the implantable neurostimulator (ins) off for the MRI. It was noted the caller did not recall putting out a page for a rep.

Manufacturer narrative:
3004209178-2016-17562-2 if information is provided in the future, a supplemental report will be issued.